Manufacturer narrative:
H10.additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA 2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H3.device by manufacturer: on 22-oct-2015, a technical support specialist (tss) addressed the reported event where the customer informed that they had ca-125 api failure. Repeat samples tm 05 and 06. Tosoh qa passed survey. After repeat, all pt results are in range. Customer documented repeated values and changes in lab procedure. No further action required. The probable cause of the event was contaminated api survey.

Event description:
On (B)(6) 2015, a customer reported failed proficiency test (pt) for ca-125 api with their aia-900 analyzer. Customer report of failed api 2015, third event for ca-125. Customer reported 4.3 and 3.4. Mean for each are 164 and 20. Ca-125 controls in range and no analyzer issues. Customer repeated samples with same low results. Customer contacted api for new samples. The customer is unable to run ca-125 patient samples. A technical support specialist (tss) addressed the reported event, which resulted in delayed reporting ca-125 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.